Manufacturer narrative:
No product will be returned for evaluation. No product defect or malfunction was reported. The customer was using one of abbott diabetes test strips that was on the recall list (reference adc recall (z-1211-2014 and z-1212-2014), which could contribute to the pt's hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The pt was transferred from abbott diabetes call center to report that he was hospitalized due to the test strip recall. He did not provide any further information regarding the hospitalization or his treatment.